Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Without the device returned for analysis a conclusive cause for the reported inflation issue cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a distal right coronary artery. A 2.50 x18 mm xience alpine stent delivery system (sds) was dilated at 10 atmospheres but the stent-balloon only partially inflated. The sds was removed. The stent-balloon was checked if a rupture had occurred, but cannot be confirmed. The device was removed and no additional treatment was provided. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.